Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2020 wherein all anchors were removed and replaced with swift-lock anchors. Patient also reported he has been experiencing stimulation in the ribs which was not resolved by surgical intervention,so patient will be scheduled for a third surgery to address the same issue.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2020 wherein the existing leads was repositioned. Reportedly, effective therapy was established postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31175. It was reported one of patient's lead migrated. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were repositioned to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.